Event description:
A nurse contacted product surveillance and reported the home patient told her that during dialysis he noticed a crack in the patient line near the clamp. The hp stated that he started dialysis over again with new supplies. The hp brought the damaged cassette to the nurse. Only one cassette from the supplies had a crack. The nurse stated that this was an isolated incident. Product surveillance informed the nurse that they would send a box for the cassette to be returned for analysis. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was requested, but has not yet been received. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: this report for a damaged set was not confirmed in the lab, therefore, the root cause was undetermined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.